Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received at the manufacturing site and it is awaiting evaluation. (B)(4).

Event description:
A customer reported that during a vitreoretinal procedure, the valved trocars began to leak. Plugs were put in place and the procedure was completed without known impact or consequences to the patient. Additional information and product sample have been requested; however, no further information has been received to date.

Manufacturer narrative:
Two opened trocar hub/cannula assembly was received. The returned samples were visually inspected and found to be visually conforming. The final customer lot was identified. A device history record review was performed and the product released met manufacturer¿s acceptance criteria. The sample was found to be visually conforming. However, due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. The manufacturer internal reference number is: (B)(4).